Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed originating from an ak 96 machine prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11 h11: the device was not received for evaluation; however, the device was evaluated on site by a non-baxter technician. The technician found that a connecting pipe was aged which resulted in a poor sealing that allowed the leakage event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the aged component which was replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.